Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture specifications found that a material certification is required with each lot. A review of the customer provided image found the handheld device next to a deployed anchor. No sutures are seen in the image. A visual inspection of the returned device found that it was not returned in its original packaging. No sutures were returned with the device. The anchor has been deployed. The anchor, shaft, and handle of the handheld device have debris. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder dislocation surgery, the suture of twinfix fractured. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a shoulder dislocation surgery, the suture of twinfix fractured. The procedure was successfully completed without significant delay using a back-up device in the originally drilled bone hole. No other complications were reported.